Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services were contacted to evaluate a out of range, rising trend in the shock impedance (>125ohms) from the right ventricular (rv) lead. Technical services recommended performing in-clinic isometrics and maneuvers to exclude rv lead impairment. Programming recommendations were also provided. The physician elected to reprogram the alerts to a higher value and continue with normal follow ups. Recently, a remote device data review indicated that the shock impedance from the rv lead (>200 ohms). The patient was brought in-clinic to perform a commanded 1.1 joule shock test to evaluate the true measured shock impedance. The 1.1 joule shock showed no change in the measured impedance, so the physician elected to perform a 41 joule shock test. During the 41 joule test, the device exhibited a delayed charge time of 45 seconds before converting the induced arrhythmia. The physician noted that a code 1005, indicative of an open circuit condition. The physician elected to surgically cap and abandon the rv lead and explant the implantable device. A new rv lead and device were implanted to resolve the event and the patient was stable. The explanted device was received for analysis. The rv lead remains implanted, but capped and out-of-service.

Event description:
It was reported that boston scientific technical services were contacted to evaluate a out of range, rising trend in the shock impedance (125ohms) from the right ventricular (rv) lead. Technical services recommended performing in-clinic isometrics and maneuvers to exclude rv lead impairment. Programming recommendations were also provided. The physician elected to reprogram the alerts to a higher value and continue with normal follow ups. Recently, a remote device data review indicated that the shock impedance from the rv lead (200 ohms). The patient was brought in-clinic to perform a commanded 1.1 joule shock test to evaluate the true measured shock impedance. The 1.1 joule shock showed no change in the measured impedance, so the physician elected to perform a 41 joule shock test. During the 41 joule test, the device exhibited a delayed charge time of 45 seconds before converting the induced arrhythmia. The physician noted that a code 1005, indicative of an open circuit condition. The physician elected to surgically cap and abandon the rv lead and explant the implantable device. A new rv lead and device were implanted to resolve the event and the patient was stable. The explanted device is suspected to be returned for analysis, but has not yet been received. The rv lead remains implanted, but capped and out-of-service.